Manufacturer narrative:
Visual observation: insert is good, no fault found. Also insert was tested on a digital thermometer i.d. #6116a due date: 09/30/2023. The temperature was 87.4°, no fault found. The specification states are not to exceed 118.4°f.

Event description:
In this event it is reported that 30k fsi-sli-10s insert tip allegedly heats up and rattles. Outcome of this event is unknown as of this MDR. Additional information requested.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.